Event description:
Blocking mechanism disassociated from the plate post surgery. Surgical intervention was required; revision was conducted on or about (B)(6) 2016 and the insert was found and removed and a new plate reimplanted.